Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory review of the stored memory confirmed a charge timeout that first occurred on (B)(6) 2020. The device was not subjected to automated therapy verification testing due to possible internal damage as a result of shocking into a shorted electrode. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements of 1 ohm post delivery of shock therapy. Sensing was noted to be appropriate prior to shock delivery, however, was noted to be sub-optimal post shock delivery. The patient reported hearing a snap sound at the time of shock delivery. Review of stored device memory by technical services (ts) noted the device needed to recharge for post shock pacing and the device aborted when attempting to charge for post shock pacing and recorded a charge timeout message. Ts discussed the potential indication of damage to the device circuitry due to a shock into a short condition. Ts discussed troubleshooting options including reviewing the system position on x-ray. An x-ray was performed and the system position appeared unchanged from implant. Ts recommended replacement of the s-ICD and electrode. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. This product has been received for analysis.